Event description:
The patient reported hearing a bell sound at the end of words with the sound getting louder and softer intermittently. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.